Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4).

Event description:
It was reported, the patient was having an MRI due to a suspected im at the catheter tip. The patient experienced pain, numbness down their legs as well as headaches. This started happening a couple of months ago. Per the patient, this was the first procedure they have had to look for a mass. The patient was also scheduled to have another MRI (B)(6). It was also reported, the patient¿s pump moved around fairly regularly and was no longer secured down. It was unclear if the pump was surgically repositioned. The pump was used to deliver fentanyl and dilaudid. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
It was reported the pump was pushing into the patient's ribcage and into her bra area. The pump "popped out of the deep tissue." The patient was able to take her pump and move it. The patient had surgery to put the pump deeper 2 years ago (from the time of this report). At the time of this report, the patient was still able to keep the pump moving. Their pump site felt hot, the pump was protruding , and "it was really hard." It was noted the patient had no feeling in their feet, and they were feeling pounding, excruciating pain and had been having headaches for "4 or 5 months" (from the time of this report). It was like blood was rushing to her head, and it was burning. The patient passed out several times. The patient was to have an MRI done to address the severe pain. The drugs being delivered via the pump were believed to be fentanyl, clonidine, bupivacaine, baclofen, and dilaudid. However, it was noted she "went to the infusion place on (B)(6) 2015 to get some other stuff in her pump." Additional information has been requested regarding interventions and the patient's outcome, but was not available as of the time of this report. If additional information becomes available, the event will be updated.